Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced heart block that required temporary pacing and pacemaker insertion. The patient suffered a heart block during the procedure, which was discovered and confirmed by realizing there was no av conduction on the recording system. They believe the ablation catheter "mechanically injured" the left bundle branch (mechanical irritation of left bundle branch while manipulating the ablation catheter). They stopped the ablation. The patient received temporary pacing through an rv catheter. The patient received pacemaker/defibrillator. The patient was reported to be stable. To note, the patient had a pre-existing right bundle branch block before the procedure. There was no transseptal puncture site performed. Approximately, 10 radiofrequency ablations were performed.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).